Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain it was reported that he controller battery just went dead; pt stated that the controller "did some of it" last week, so they reset the controller and the controller worked okay, however last night they couldn't get the controller to work. Pss clarified further with the pt; pt stated that the controller powered on, however they couldn't "transport" to the ins; pt confirmed that they were having difficulty recharging the ins. Pss asked the pt if any error screens appeared while they were trying to recharge the ins; pt stated that they didn't remember and that they just knew that the controller wouldn't let them recharge the ins. Pt stated that screen 81 appeared (battery empty - recharge implanted device); pt confirmed that the recharger (rtm) wasn't connected to the controller at the time. Patient services specialist (pss) had the pt connect the rtm to the controller and attempt to recharge the ins; someone in the background stated that it was hard for the pt to get the rtm in the right spot over the ins so the pt would need a few minutes; pt then stated that system problem rm04 appeared. Pss asked the pt if the rtm was getting hot while trying to recharge the ins; pt stated that the rtm would always get warm, so they hadn't really noticed. Pt confirmed that there was no apparent damage to the rtm.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), h3: analysis of the 97755 intellis recharger (s/n (B)(6)) revealed that no anomalies were found. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.